Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The patient had contacted stryker (B)(4) and reported that she had undergone a ceramic trident hip replacement procedure 8 years ago. She explained that she had an infection initially, but after that was dealt with, she had great relief for a couple of years. She further reported that she is now experiencing discomfort and as a result went back to her consultant, who took some x-rays and could not find anything wrong with her. She explained that she is now practically bedridden and in discomfort all the time.